Event description:
Patient was revised. It was reported that the patient was not experiencing pain or other symptoms. Update: (B)(6) 2012 - patient fact sheet received. The doi, side of body, and patients date of birth were updated. Update: (B)(6) 2012 - litigation papers allege that the patient suffered wear synovitis; mechanical complications, right total hip replacement; inflammatory arthropathy; scar tissue formation; fibrous tissue formation; tissue necrosis; iliopsoas mass; laxity of the musculotendinous structures; sciatic nerve adhesions; metallosis; chromium and cobalt toxicity and complications therefrom.

Event description:
Patient was revised. It was reported that the patient was not experiencing pain or other symptoms. Update: (B)(4) 2012 - doi: (B)(6) 2007 (left side). Patient fact sheet received. The doi, side of body, and patient's date of birth were updated. Update: (B)(6) 2012 - litigation papers allege that the patient suffered wear synovitis; mechanical complications, right total hip replacement; inflammatory arthropathy; scar tissue formation; fibrous tissue formation; tissue necrosis; iliopsoas mass; laxity of the musculotendinous structures; sciatic nerve adhesions; metallosis; chromium and cobalt toxicity and complications therefrom. There is no new information that would change the outcome of the investigation. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.